Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1 during bolus delivery. Reportedly, the customer removed the cartridge and opened it when it was observed that the pump said "0" units. When the cartridge was opened, the customer reported that there was still insulin in the cartridge. Tandem technical support advised the customer that an air leak was the most likely cause of the alarm; customer acknowledged. Customer's blood glucose was 126 mg/dl. Customer was successfully able to load a new cartridge.